Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the distal access catheter (dac) shaft was broken at the junction of the grilamid sleeve and the catheter shaft adjacent to the hub. Functional testing could not be performed due to the condition of the returned device. It is probable that the device was damaged as a result of handling of the device during removal of the device from its packaging, therefore an assignable cause of undeterminable will be assigned to this investigation.

Event description:
During the analysis of the returned device, it was revealed that distal access catheter (dac) shaft was broken. There was no clinical consequence to the patient.